Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasty, surgeon: (B)(6), (B)(6) hospital . Surgeon noted inconsistent use of ratchet function while implanting screws into acetabular cup. Able to finish procedure using screwdriver handle without ratchet function. No impact on patient outcome. Two minutes delay to procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.